Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath and coil were microscopically examined. Microscopic examination of the detached burr revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The broken coil is visible in the proximal end of the burr. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr was fractured. The 85% stenosed target lesion was located in the coronary artery. A 1.25mm rotalink burr was selected for use. During procedure, it was noted that the burr was fractured. The burr was completely remove from the patient without any intervention. There were no device fragments left inside the patient. The procedure was completed with another of the same device. No complications reported and patient was stable.

Event description:
It was reported that the burr was fractured. The 85% stenosed target lesion was located in the coronary artery. A 1.25mm rotalink burr was selected for use. During procedure, it was noted that the burr was fractured. The burr was completely remove from the patient without any intervention. There were no device fragments left inside the patient. The procedure was completed with another of the same device. No complications reported and patient was stable.